Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 had failed and required maintenance. A field service engineer verified the issue and confirmed that auxiliary 2 full-height drawer 1 was not opening. Upon inspection, the fse identified that the magnet in the inseparable was missing. The fse then replaced the inseparable, rebooted the unit, and ran firmware updates, and also verified proper operation through hardware test application (hta) testing and successful inventory testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and required maintenance. Although the drawer was closed, an error message indicated that the drawer would not stay closed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.